Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information received from the consumer reported that the patient needed 2 surgeries but did not see any improvement. It was noted that the leads of the implantable neurostimulator (ins) system could not be moved. It was unsure who the manufacturer of the ins system was. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.